Event description:
Spontaneous: pt reporting a pump malfunction (serial number: (B)(4)). She stated that while the pump was in use, it gave her the low battery beep alerted. She removed the battery and her husband used a voltmeter to check the voltage. She stated that the new one had only been used for 48 hours and the voltmeter showed that the battery was still good. She reported that the same thing happened last week as well with the same pump. The pump stopped giving her the low battery alert after a fresh battery was inserted. The pt insisted that this is not a battery issue but rather that her pump has been malfunctioning. Pt usually changes every 72 hours with her cartridge changes. No other information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes. Did the pt have a back up device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Batteries not available for return. Reported to (B)(6)/caremark by pt/caregiver.